Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the liner is fully expanded as designed, the esheath shaft has minor curvature, the distal tip is torn radially along distal edge of liner, the distal tip did not open along the axial score line, all score lines are present at the distal tip, and scratches were also noted along the hdpe throughout the distal tip. Imagery was provided by the site, and the following observation was observed: the esheath distal tip was torn radially along the distal edge of the liner, and the patient's access vessels are tortuous. A device history record (DHR) review and lot history review was done. The review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and difficulty advancing through esheath were confirmed per evaluation of the returned device. Per the complaint description, 'the transition with esheath through vessel was very smooth, but moderate push forces were needed via transition from valve though the esheath.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previously initiated product risk assessment to investigate the cause and assess the risk associated with improper expansion of the esheath tip and subsequent tearing of the tip. A CAPA was previously initiated to improve activities regarding tip expansion. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, CT imagery was also provided and shows the presence of calcification and tortuosity near the aortic bifurcation. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity can lead to non-coaxial alignment between the crimped valve and the esheath, which may lead to the valve struts to catch onto the sheath distal tip. Sharp calcified nodules can create a constrained condition and can scratch the sheath distal tip to disrupt proper tip opening, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve , there was moderate push forces needed during insertion of the valve into the esheath. The team was able to get the valve through the esheath. The valve was deployed successfully, and there was no injury to the patient. Per images provided, the esheath distal tip was observed to be torn.